Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be at end of life (eol) battery status during a routine device check. Premature battery depletion was suspected. The next day, the device was explanted and the associated electrode was left abandoned in the patient. It was noted the patient's ejection fraction (ef) was now above 35% and the patient was no longer indicated for ICD therapy. Therefore, no new device was implanted. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.